Event description:
Needle broke off. Takes biweekly injections of testosterone. "Popping sound" and broke. Pulled out needle from skin. Took x-rays. Report showed clear. No evidence of needle in the body.